Event description:
(B)(4). My bad experience severe vaginal bleeding, blood clots, severe migraines. Bloating, severe back pain, metal taste in mouth, lower pelvic pain, severe cramps/ contractions, depression, too tired, loss of energy. Device was provided by my insurer.